Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of scope communication error e216 was confirmed. The device evaluation found the reportable malfunction identified in b5, white crystalized foreign material in the air/water channel. The following non-reportable findings were found during evaluation: light guide lens was chipped, adhesive on light guide lens pitted, objective lens was chipped, adhesive on objective lens pitted, adhesive on distal end lifting, blue color worn on air/water cylinder, hole in switch button 1, scope connector label damaged, scope connector had water ingress, up/down/left/right angle not to specification, electrical safety test not to specification, e216 scope communication error, up/down angulation lock not holding, up/down control assembly loose, distal end cap damaged, and air/water leakage from distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had scope communication error e216. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white crystalized foreign material in the air/water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material reported in the air/water channel appeared to be a white crystalline contamination, believed to be a simethicone type product but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, the foreign material was likely the result of a customer handling and reprocessing issue, such as the use of an antifoaming additive. Additionally, due to the observed leak at the scope connector, proper reprocessing may not have been possible. The issue may be detected/prevented by following the instructions for use which states: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.